Event description:
The customer reported that while transporting a pt by ambulance, the ambulance hit a bump and the unit displayed a "system failure" alarm message. Therapy was continued. No pt injury was reported.